Event description:
During procedure, the physician could not disconnect the atrial lead from device header. The device was explanted and replaced. The patient was in stable condition. (B)(4).

Manufacturer narrative:
Upon receipt, analysis found the a-setscrew was firmly lodged in the connector block and required destructive methods to separate it from the device connector. Foreign material was found in the a-connector block threads. Analysis performed using scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place which prevented the removal of the lead. The reported event of the set screw unable to be loosened was confirmed. As a result of these findings, abbott will continue to perform further investigation.